Event description:
Endo gia ultra handle failed to retract stapler blade after firing despite repeated attempts to pull back on black tabbed handle. Additional stapler placed on field which was tested with same result - lot numbers for both of these staplers were identical. Different lot number stapler used successfully. Returned to manufacturer: tracking #s: (B)(4).